Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The following fields were updated/ corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. D4: UDI #: (B)(4). Product review of the electric dermatome by flextronics on january 8, 2020 revealed that the device was outside calibration specifications and the control bar was not in the correct position. Repair of the electric dermatome was performed by flextronics on january 10, 2020 which included replacement of the bearings and control shaft. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the control bar was not in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the dermatome jumped setting causing the device to tear the patient's skin. There was also a delay of over 30 minutes. No additional patient consequences were reported.